Event description:
The customer reported an overinfusion of argatroban due to the user entering the patient's weight in pounds rather than kilograms. The customer medwatch states, "approximately 10 hours into an infusion, the patient's argatroban guttae was checked; the correct settings had been entered into the pump (0.2 mcg/kg/min) at the beginning of the infusion. The nurse looked further into setup screen and the patient's weight was entered as 129kg, however the patient was only (B)(6). The patient was weighed, and the nurse notified the patient's physician assistant and spoke with hematologist regarding the incident. The pump was running at 1.5 ml/hr at first, and after the correct weight was entered the pump was running at 0.7 ml/hr. Ptt was drawn at this time, and came back 65." Although requested, no additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received for investigation. A follow up report will be submitted with evaluation results should the device be returned.